Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional clear passage testing, the device performed according to product specifications; however, during pressure testing a leak was observed between the tubing part and the winged female part. The reported condition was verified. The cause of the event was due to a machine noted to have sharp edges on the jaws that collect the material, which was found during the inspection. An immediate action was to replace the sharp edges and aligned the station. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink system non-dehp t-connector extension set leaked. It was further reported "a t-connector attached to the arterial line ruptured and blood was leaking from the hole in the tubing". The event occurred during a heparin diluted with normal saline infusion running at 1ml/hour. No blood loss was reported. There was no patient injury or medical intervention associated with this event. No additional information is available.